Manufacturer narrative:
Device was used for treatment, not diagnosis. Valls-mellado, m. Et al, (2014). Retrograde nailing in a tibial fracture. Revista esppanola de cirugia ortopedica traumatol, 58(3):196-199. This report is for unknown nail, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article valls-mellado, m. Et al, (2014). Retrograde nailing in a tibial fracture. Revista esppanola de cirugia ortopedica traumatol, 58(3):196-199. This clinical case involves a (B)(6) male with a diagnosis of iiia degree open fracture of the distal third of the left tibia with substantial bone loss and peroneal-astragal luxation and compound fracture. The tibial fracture was stabilized with a retrograde reamed calcaneal-talar-tibial nail (synthes, (B)(4)) with proximal and distal blockage, as well as a fibular-talar kirshner nail. After 3 weeks, an autologous ilia crest bone graft was performed to fill the bone defect, and the endomedullary nail, which had protruded distally was reimpacted and dynamized distally. This is report 1 of 1 for (B)(4). This report is for an unknown retrograde reamed tibial nail.